Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort. It was also reported that right ventricular (rv) lead thresholds became high and that intermittent pacing failure was noted. The rv lead was reprogrammed but symptoms persisted. Lead extraction was attempted but as the lead was difficult to remove the lead was capped and replaced. No further patient complications have been reported as a result of this event.